Manufacturer narrative:
The device was discarded due to infection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device was explanted due to infection. On (B)(6) 2019 the patient had a new device implanted on the right side. The device will not be returning due to the infection. No adverse patient effects were reported.